Manufacturer narrative:
Citation: wei he. Bispectral index-guided sedation in transfemoral transcatheter aortic valve implantation: a retrospective control study. J zhejiang univ sci b. 2017 apr; 18(4): 353¿359. Doi: 10.1631/jzus.b1600522 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding sedation in transfemoral transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2013 and 2016. The study population included 113 patients (predominantly male; mean age 75 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: blood loss, cardiac tamponade, ventricular fibrillation, stroke, cardiovascular complications requiring surgical repair, permanent pacemaker implant, and pleural effusion. Based on the available information, a correlation was likely between the observed adverse events and medtronic product. No additional adverse patient effects were reported.